Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor reset during a pulse test and delivered a pulse energy above specification. The cause for the failure was isolated a shorted q10 transistor on the defibrillator pca. The root cause for the shorted q10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.